Manufacturer narrative:
Additional information determined the previous implanted devices were performing as intended and not associated with any product deficiency. Wherefore, the previous medwatch and any supplemental submitted under manufacturer report number 2017233-2016-00363 were submitted in error and are hereby retracted.

Manufacturer narrative:
(B)(4). Concomitant products: tgu454520/13540765; patient medications include but are not limited to: lorazepam 0.50 2x daily, -nifedipine 30mg 1x daily, -amiodarone 200mg 1x daily, -aspirin 325mg 1x daily, -atorvastatin 40mg 1x daily, -wellbutrin 100mg 2x daily, -clopidogrel 75mg 1x daily, -ferrous sulfate 325mg 1x daily, -hydralazine 10mg 2x daily, -labetalol 100mg 2x daily, -lopressor 50mg 2x daily,-nitroglycerin 0.4mg as needed, -oxycodone 5mg as needed a review of the manufacturing records for the devices verified that the lots met all pre-release specifications according to the instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: penetrating ulcers.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a penetrating aortic ulcer (pau) and was implanted with conformable gore&#59412;tag&#59412;thoracic endoprostheses (tgu404015/13733102, tgu454520/13540765) with the most proximal device landed in zone 3 of the proximal descending thoracic aorta. The maximum diameter of the aortic lesion measured 36 mm. The patient tolerated the procedure with no reported endoleak or complications, and was discharged on (B)(6) 2015. On (B)(6) 2015, progression of the pau near the subclavian artery was reported. On (B)(6) 2015, the patient underwent reintervention and two additional conformable gore&#59412;tag&#59412;thoracic endoprostheses (tgu454510/12563744, tgu454520/14007158 ) were implanted. The patient tolerated the procedure and angiography showed resolution of the progression. Progression of the pau was reported to be a natural progression of the disease and not considered related to the device or the procedure.